Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. No intervention has been performed at this time. The patient was stable and will continue being monitored.